Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, it was found that the device continuously reboots. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and observed the reported issue. Stryker cleared certificates in the device to resolve the reported issue. Proper device operation was observed through functional and performance testing. The customer received a replacement device and this device was archived by stryker. The cause of the reported issue was the software update being interrupted by the user.